Manufacturer narrative:
The reservoir was received with a missing septum from the snap-cap. The reservoir will leak.

Event description:
The customer stated that the reservoir was not pushing insulin through. The customer tried a new reservoir, and that one worked. Nothing further was reported.